Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's battery indicator initially showed two years remaining longevity. The following day, it showed less than a half year remaining longevity then it jumped to 1.5 years when the automatic capture (ac) was programmed off. The health care professional (hcp) was wondering if there is rapid battery depletion with this particular device. Boston scientific technical services (ts) discussed that turning on ac will reserve 3 months of 100% pacing at 3.5 v for the elective replacement indicator (eri) to end of life (eol) timeframe. Ts also discussed the device's current bin design. Ts further suggested having the disk analyzed for a longevity assessment. The patient will be checked at a later date. Additional information received indicated that the field representative was able to pacify the clinician and that all was well with the patient. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information received indicated that this pacemaker device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported.